Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported every time the patient turned therapy on it "shocks the crap out of her". The caller reported she thought this had happened two or three times. The caller stated she thought one time the therapy was turned off by the healthcare professional and the patient thought she turned it off accidentally because she started to shake more. The caller asked if there was a manufacturer representative (rep) in the area that could assist the patient with turning stimulation back on again, as the patient wanted to wait to turn it back on again until a rep could be present. The caller was directed to follow up with the hcp. No further complications were reported or anticipated.